Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two days following an implant procedure, x-ray was performed and revealed a cardiac perforation of the right ventricular (rv) lead. A surgical procedure was performed to resolve the event. The patient was stable following the procedure. There was no alleged malfunction against any abbott devices.

Manufacturer narrative:
Manufacturer's original aware date was feb 27, 2019.